Manufacturer narrative:
Cec adjudicated the fever of unknown origin as an event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid to prox sfa of the left leg. It is reported that the patient suffered a drug hypersensitivity reaction (fever) on the same day as the index procedure. The patient was treated with medication. The investigator assessed that the event was not related to the study device, procedure or drug. The clinical events committee assessed that the event was not related to the study device, but was related to the study procedure and drug. The event was resolved.

Manufacturer narrative:
Cec adjudicated the fever of unknown origin as a non-event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.